Manufacturer narrative:
The customer returned the suspected contour® next ez meter (serial # (B)(6)) and contour® next test strips (lot # 5aheg09a) for evaluation. No control solution was returned. An in-house testing was performed with the returned meter, test strips and in-house contour® next control solution from lot # 4bv1a56 in five replicates. All tests recovered within the expected control range of 38 mg/dl to 48 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter's memory.

Event description:
The customer contacted ascensia customer service to seek assistance with the contour® next ez meter, as one of his control tests was automatically marked as a blood result in the meter's memory. During troubleshooting, the customer performed control tests following the customer service agent's instructions, and the following readings were obtained: 45 mg/dl at 9:40 a.m., 46 mg/dl at 9:42 a.m., 54 mg/dl at 9:43 a.m., and 45 mg/dl at 9:45 a.m. The meter did not automatically mark the control result of 54 mg/dl, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2025-00149.